Event description:
It was reported that the pt had a return of their symptoms. Impedance measurements showed >4000 ohms. The lead was replaced and the pt recovered without sequelae.

Manufacturer narrative:
(B)(4).